Event description:
The surgeon performed a partial knee arthroplasty procedure using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After tibial preparation, the surgeon noted that the resection appeared to be uneven and burred outside of plan. One area on the anterior portion of the femur also appeared to have been burred outside of plan. The surgeon continued with the case using the rio, and a successful outcome was reported.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was conducted by mako surgical with regard to this event. The investigation performed to date determined that the rio's software log files showed isolated instances of mistiming of the enabling and disabling of the burr controls. No other issues with rio software were noted after review of the system's session file data from the procedure performed on (B)(4) 2012. Further investigation to determine whether the incident is reproducible is currently ongoing. If additional information is obtained after the investigation has been completed and is substantive in nature, a follow-up MDR will be submitted.